Event description:
Customer reported difficulties with the pump's wake button, which was hard to press and often needed multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level, which remained within normal limits throughout the event. Technical support advised various troubleshooting steps and ultimately decided to replace the pump. Customer was instructed on how to return the problematic pump and will use an alternate form of insulin therapy to ensure continuous delivery.